Event description:
This report is being conservatively filed against the device for a myocardial infarction and death. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+, with mitral annular calcification. Three mitraclips were successfully implanted were implanted, reducing the mr to grade 1+ and 2+. There was no device deficiency. On (B)(6) 2022, the patient expired due to a myocardial infarction. The event occurred while the patient was in a hotel and additional details were not available. Per physician, the event was unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death / expired (cardiac death) and the reported myocardial infarction (mi) could not be determined. The reported patient effects of death and myocardial infarction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Causes for the reported mitral valve stenosis and syncope could not be conclusively determined. The reported patient effect of mitral valve stenosis is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was obtained: on (B)(6) 2022, mitral valve stenosis was diagnosed with a mean mitral valve gradient at 11mmhg. The patient presented with syncope symptoms. Per physician, the stenosis event was not serious. There was no treatment provided and no additional intervention or hospitalization. There was no serious injury associated with the stenosis. There remained no device malfunction.